Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, the surgeon was applying moderate force to the forceps to squeeze synthes distal radius plate to the bone and the tip of crab claw snapped. The surgeon and scout nurse were unable to locate the tip of the crab claw. A number of x -rays of the patients arm were performed (at surgical incision) and confirmed the broken tip was not in the patient. No patient harm. No delay of surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records was requested; however, due to the age of the device, the manufacturing documents could not be found any more and the non-conformance reports could not be checked. A manufacturing evaluation was completed: the device was received with a broken tip. The present reduction forceps was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and as no detailed information is available, we are not able to determine the cause of this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.